Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50. Serial number: (B)(6). Batch/lot number: 20787657. Model/catalog description: infinion 16 lead kit 50 cm. Unique identifier(UDI)#: (B)(4). Model number/catalog number: sc-2316-50. Serial number: (B)(6). Batch/lot number: 20867218. Model/catalog description: infinion 16 lead kit 50 cm. Unique identifier(UDI)#: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to no longer functioning as intended. No further information could be obtained despite good faith efforts.